Manufacturer narrative:
A quality complaint investigation was performed. A sample was not returned to assist with the investigation. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) related to the complaint issue were found. There is not enough information to perform investigation. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "filtrations were present" in the urine meter collection bag after 9 days in use. The device was removed. No patient complications were reported as a result of this event.